Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 069 issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: the pump black box showed evidenced of multiple cs087 alarms occurring on (B)(6) 2016. The cs069 alarm is recorded as a cs087 in the pump history and is related to a language file corruption. During testing, the pump powered on with a blank display screen. The pump was unable to be adequately investigated related to the complaint. The pump was opened and moisture corrosion was observed on the display flex connection.